Event description:
It was reported that the ventilator was noisy and was not blowing air. The reported problem occurred in the patient's home but it is unknown if the ventilator was connected to the patient when the reported problem occurred. The patient had a another ventilator to use and there was no patient harm.